Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt reported his infusion sets occasionally come out. Pt stated he changes his infusion sets every 2 days and "they just come out sometimes". Reviewed frequency of when to change supplies. Advised insulin cartridge and infusion tubing are approved for 6 days use. Pt reported he uses IV prep wipes and waits until the area is sticky to insert the site. Pt reported he does have body hair at the infusion site location and does not consistently shave the hair before inserting the site. Advised to do this to help adhesive stick properly. Pt stated 1 out of every 7 or 8 infusion sets come out. Discussed use of adhesive dressing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent adhesive dressing; no product return was requested.